Manufacturer narrative:
(B)(4). Initial triage of the returned device indicates the device was in use at the time of the reported event. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges the ars syringe leaked. Customer reported the event occurred during functional testing prior to use on a patient. It was reported there was no patient involvement. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for evaluation. Visual examination of the syringe did not reveal any defects or anomalies. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe, therefore, the sample passed the push leak test. The ars was used to draw and aspirate water. No issues were identified. A device history record review was performed and no relevant findings were identified. The report that the ars leaked could not be confirmed through functional testing of the returned samples. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. The reported complaint issue could not be reproduced with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the ars syringe leaked. Customer reported the event occurred during functional testing prior to use on a patient. It was reported there was no patient involvement. There was no report of patient harm.